Event description:
It was reported that during an unknown procedure, the jaw was misaligned and it took more time to stop the bleeding. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Correction- file is not reportable. Received additional information that there was no blood loss.

Event description:
It was further reported the patients blood pressure at the time of the event was 78/52.